Event description:
It was reported that the patient experienced unspecified issues with a sling device leading to a procedure in which an artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the aus implant procedure. No more information available at the moment. Should additional information become available, it will be provided.